Manufacturer narrative:
Corrected data: d10, h3. Manufacturer's investigation conclusion: the heartmate 3 system controller, hsc-068908, was returned for evaluation after being exchanged due to low flow hazard alarms. The log file contained 256 events and spanned approximately 13 days (05mar2020 ¿ 19mar2020 per timestamp). The set speed was 5400 rpm while the low speed limit (lsl) was set to 5000 rpm. The pump maintained a speed above the lsl while the driveline was connected. On (B)(6) 2020 at 12:17:50 there was a low flow alarm which lasted until 15:33:11. The issue resolved on its own. The driveline was disconnected for a controller exchange on (B)(6) 2020 at 16:28:07. There were no other notable alarms in the log file. The system controller underwent preliminary and functional testing. The controller was running software version 1.5.0.3821. A self-test was performed on the controller and passed. The controller was then hooked up to a mock loop, patient cable, system monitor, and power module and a burn in test was performed. The controller was able to charge and operate as intended. The controller was run for an extended period and supported pump function during this period. Evaluation of the system controller revealed dim pump running leds, the dim leds did not affect pump function or cause any atypical alarms. A root cause for the reported event was not conclusively determined through this analysis. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient had a controller swap because the patient had low flow alarms for several days while patient was asymptomatic. Patient was admitted to ed and cause could not be identified, so controller was exchanged and alarms were resolved. No further information was provided.